Event description:
It was reported that the screen of the customer's insulin pump remained black and the pump did not start even after being connected with different cables. The customer's blood glucose level was 150 mg/dl, which is within the normal range. There was no reported adverse impact on the customer's blood glucose level. The customer reverted to an alternate form of insulin therapy.